Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Surgical intervention took place wherein the system was explanted.